Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was capped/abandoned on (B)(6) 2019 due to impedance greater than 2000 ohms. High ventricular pacing threshold (3.5 volts @ 0.5 ms) required high output to meet safety margin. Last lead test was 6.1mv, 2380 ohms, 3.5 v @ 0.5 ms. Elevated thresholds and impedance had been followed for several months prior to lead revision.